Manufacturer narrative:
Cordis has implemented a corrective action relative to reports of this nature which includes changing the existing delivery balloon catheter to a cordis delivery balloon catheter.

Event description:
An endovascular stent with delivery sys was successfully advanced to an unk target lesion site in the pt's body. Upon attempted balloon catheter inflation, it was reported that the balloon ruptured. In response, an attempt to exchange the balloon catheter was made; however this attempt was unsuccessful because the stent became stuck to the balloon. Subsequently, the stent was removed via a surgical operation. There were no further details reported relative to this event.